Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
The customer reported technical service (ts) was contacted about the out of range (oor) rv pace impedance and loss of capture (loc). The nsvt stored have noise that look more fracture like than myopotential, patient needs to have this addressed right away to avoid possible in- appropriate rx. The lead and device were explanted and replaced. Additional information was provided this ra (right atrial) lead did not exhibit any high impedance, and at explant procedure it was confirmed the lead was fractured. No additional information is available.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g4, g7, h2, h6 and h10: the lead was in use for treatment. The lead was in service for approximately 19 years, 5 months before being explanted. The lead will not be returned for analysis; as a result, the clinical observation cannot be confirmed. The device history records were reviewed to confirm that the lead passed all applicable in-process and final inspections. Permanent pacing lead final inspection procedure, for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and (B)(4) inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr lead instructions for use (IFU) informs the user prior to implanting the pacing lead, the clinician should become thoroughly familiar with the information given in these instructions and with the warnings against improper use of the leads. The user is cautioned when placing the pulse generator and lead into the subcutaneous pocket or abdominal pocket, do not tightly coil or kink the lead. Extra care should be taken for abdominal placement, since extra slack in the lead is recommended to avoid potential lead fracture by subclavian crush. In addition, the generic IFU informs the user of adverse effects. Lead related problems include, but are not limited to: fracture. Possible result: periodic or continued loss of sensing and/or pacing. Lead may require surgical removal and/or repair. IFU provides the user product awareness: the pacing leads are implanted in extremely hostile environments of the human body. The leads are very small in diameter and must be very flexible, which unavoidably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including but not limited to medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by breakage, fracture, or by breach of their insulation covering. Based on the investigation, a CAPA is not required. This lead is no longer manufactured. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.